Manufacturer narrative:
The most likely causes for the discrepancy observed include sample-to-sample variability, differences in each testing platform, and the delay in testing of the original sample of 3 days refrigerated. Note, the lod differs significantly between the cobas® sars-cov-2 & influenza a/b assay and the cepheid® assay which could further explain the sample discrepancies. No systemic issue was identified for the reagent lot used. Throughout the data analysis and investigation, a systematic issue was not observed and a product problem was not found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. A recollected sample was tested on a different platform (cepheid) which yielded a sars-cov-2 negative result. The original sample was then retested on the cepheid and another cobas® liat® where both yielded a negative result. The initial positive result and the negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.